Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked at the connection to the patient line extension. This was noticed during peritoneal dialysis therapy. The patient continued with therapy after noticing the leak. The transfer set was replaced and the patient received prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.